Event description:
One(1) patient (B)(6) stated that she experienced an allergic reaction in her eyes after using medical device, quality choice multi-purpose solution. The patient medical record is not available at this time.

Manufacturer narrative:
This is a follow up report. Initial report sent on 02/06/14.

Event description:
This is a follow up report. Initial report was sent on 02/06/2014.

Manufacturer narrative:
Date of event: date provided is closest estimated date of event.